Event description:
This case report concern a patient (age: 76 years) who has applied thermacare heat wrap (lot: unknown; expiration date: unknown) for neck pain. Medical history: unknown. Concomitants: unknown. On (B)(6) 2025, after the start of thermacare heat wraps, the patient developed thermal burn. The consumer purchased thermacare hw around (B)(6) 2025 to relieve pain on the left side of his back. The first time he used a patch he was not satisfied with the heat. A few days later, he used a second patch that heated up more. Removing the patch did not have the desired effect. The consumer noticed that it had become very red and marbled with brown marks and informed the pharmacy. Outcome: device overheating: unknown, thermal burn: unknown. The action taken in response to the events for thermacare heatwrap was unknown. Fu information received on 11-feb-2025 from a consumer via cooper (mv2025002). The patient states that he used the first patch on (B)(6) 2025, and the second patch on (B)(6) 2025, both applied for two hours. While using the second patch, he was standing all the time and felt more heat than with the first patch and his skin was blotchy. The patient states that he does not suffer from any skin problems. The consumer states that he did not use any other topical products in conjunction with the use of the patches. As a treatment he used a calendula cream. Angelini medical assessment: the pi of thermacare heat wraps mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention device overheating. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and thermal burn was considered as possible, for device overheating it was considered not assessable. The overall assessment for this case is serious/unlabeled/possible.

Manufacturer narrative:
Ir received on 19/02/2025 from qa department and further update on 11/02/2025, all the information were merged together. Complaint number (B)(4). This investigation was conducted for an unspecified thermacare product. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There was limited device-specific information provided for this complaint; no batch number or product type was available for evaluation. Without a batch reference number, a manufacturing and technical assessment cannot be completed for the wrap involved in this case. To identify a most probable root cause, there are pre-identified risk factors that could cause both skin irritations and/or blisters listed in the hazard analysis (rpt-000097160). There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 31-dec-2024 and it is recommended for approval. There are pre-identified risk factors that could cause both skin irritations and/or blisters listed in the hazard analysis (rpt-000097160). During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the device overheating. The pi of thermacare heat wraps mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention device overheating. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and thermal burn was considered as possible, for device overheating it was considered not assessable. This investigation was conducted for an unspecified thermacare product. There was limited device specific information provided. No product type or batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Due to the fact that this complaint was received for an unknown product type and no lot information is available, there is not enough data available to conduct trending. Should more data become available, the complaint will be reopened and trending will be completed, if possible. To identify a most probable root cause, there are pre-identified risk factors that could cause both skin irritations and/or blisters listed in the hazard analysis.